Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 503458 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that an interrogation report showed slightly decreased sensing on the right atrial (ra) and right ventricular (rv) leads. The ra lead also had undersensing and possible non-capture. The leads remain in use. No patient complications have been reported as a result of this event.